Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential vessel occlusion. The exact root cause cannot be determined. The likely cause was determined to have been procedural factors or improper deployment resulting in the reported adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A3b: gender: n/a. D6b: explanted date: unknown the date of explantation. E2: health professional: requested, unknown. E3: occupation: patient care supervisor. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received an FDA medwatch report # mw5159402. The event description states: "pt (patient) transferred from outside hospital on (B)(6) 2024 with acute left mca (middle cerebral artery) infarct from left m1 occlusion. Direct to ivr (interventional radiology) from thrombectomy. Angio-seal deployed. No procedural complications. Admitted to icu8. On (B)(6) 2024 developed rle (intensive care unit) acute limb ischemia and taken to the or (operating room) for right femoral exploration and thrombo-embolectomy. Angio-seal closure device found slightly outside the vessel. Failed angio-seal device sent to pathology. Pt tolerated procedure and was admitted to ICU (intensive care unit)."